Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 323 mg/dl and 418 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as fatigue. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer was not alleging pump was under delivering. Customer stated that there were no multiple large air bubbles was present along the tubing length. Customer stated that there were no leaks were observed. Customer reports bolus wizard was programmed accurately. Customer declined to review the most recent bolus history to ensure boluses were accounted for and entered accurately. Customer reports pump was not worn during a medical procedure or test around magnetic resonance field. Customer was able to pass displacement test. Customer was able to perform high pressure test at this time. The device will not be returned for analysis.